Manufacturer narrative:
Per the clinic, surgery to put the magnet back into proper position has been completed (date not reported). This report is filed on august 19, 2015. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Revision surgery to place the magnet back into it's correct position is planned, however; has not take place as of the date of this report, (B)(6) 2015. The implanted device remains.